Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet with a dexcom g7, including a highest sensor glucose over 350 and a fingerstick value of 297, with out-of-range duration exceeding 90 minutes. Symptoms included no reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer interview, review of device performance based on user reports, and troubleshooting and education that covered meal announcements, infusion site assessment, and monitoring for leaks. Investigation of this case revealed that the ilet alerted to high glucose and delivered corrective action, the user performed a usual meal announcement, an infusion set change had been completed with no observed leakage, and the hyperglycemia resolved without external treatment, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.